Event description:
It was reported that the right ventricular lead would not move at the tricuspid valve. The physician reversed the connector pin but the helix would not retract. When able to extract the lead, the helix was found to be slightly extended. A new lead was used. No patient complication was noted as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.